Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was not inserted in the cochlea resulting in the decision to explant the device . The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
Identified by radiograph, it is reported that the radial head component of this elbow prosthesis has become dislocated from the radial stem. It is reported that the implant is about two yrs old. Pt info is not released. Issue with implant has been diagnosed - but may not be yet corrected. No device is available for eval. Implant original surgery date is not reported. Date and extent of revision surgery, if performed, is not reported. Additional clinical details have been requested, but have not been received. (B)(4).

Manufacturer narrative:
This report is filed (B)(6) 2010